Event description:
The patient contacted animas on (B)(6) 2012 reporting that while trying to program a bolus, the pump buttons stopped responding and the pump display screen went blank due to timing out. The patient reported completing the programming of the bolus using the meter remote. The patient stated that the pump was rebooted and the buttons began working again. The patient also indicated that the ok buttons was taking multiple presses to respond for a couple of months. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the ok keypad button was found to be intermittently unresponsive; all other buttons responded appropriately. There was evidence of contamination found under all of the button contacts.